Event description:
Customer has experienced a low erroneous glucose result for one patient sample. Original result was 35 mg/dl, accompanied by a data flag. Same sample repeated three times gave 155 mg/dl, 155 mg/dl (another cobas 501 analyzer) and 154 (blood gas analyzer). Erroneous results were not reported. Glucose reagent lot was 04404483190. The field service representative did not find the cause of the discrepancies. He ran a glucose precision study using pooled serum.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 522 mg/dl and 132 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Correction to patient age: the patient is (B)(6). A specific root cause could not be identified due to lack of information provided for investigation. No adverse event in connection with the erroneous result was reported.